Manufacturer narrative:
H10: the customer requested to schedule the correction. A manufacturer's product support engineer (pse) replaced the front bezels without a navigation ring. The device was operational after repairs were completed. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 device reporting a navigation ring failure. The issue was discovered outside of use; there was no patient involvement at the time of the issue.